Manufacturer narrative:
Resolution has been requested from the field, however, no further information has been provided to date. This event will be updated upon further information provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a threshold at implant of 0.9 and a current increase to 1.3 on this right ventricular (rv) lead. Shock impedances were stable around 64 ohms and had increased to 87 ohms in triad. Coil to can was 100 ohms and coil to coil was greater than 125 ohms. This patient had defibrillation threshold testing at implant, successfully converted at 26 joules, but since had not received a shock from the device. Technical services discussed troubleshooting and performance. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that no further testing was done at this time.

Manufacturer narrative:
Additional information received indicated that the patient was brought in and a commanded 2 joule shock was delivered which reported a 75 ohms shock impedance measurement. A 41 joule shock was also delivered which reported a 76 ohms shock impedance measurement. No additional intervention planned to be performed and the issue planned to be monitored . No additional adverse patient effects were reported.